Event description:
It was reported that during a stenting treatment procedure, foreshortening occurred. The lesion was located in a left main artery. An unknown promus element stent was deployed in the lesion. The physician noted that the device 'shortened more than it should have.' The stent covered the lesion and no additional intervention was required. The procedure was completed with this device. No patient complications occurred. Additional information was requested, but is not available. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)